Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient thought something was wrong with her programmer, but it appeared to be working as designed. The patient stated that her stimulation would be at 2.9v, and then when she checked it again it went down to 2.6v. The patient stated that the other day she was walking and felt the stimulation drop. It was noted that she was not using the programmer at the time. It was then reported that the patient¿s programmer was actually freezing up and she had to pull the battery the other day. It was noted that the patient¿s back brace could be pushing on the battery and making it think she was in a different body position, which could explain why the stimulation was changing. It was reported that the patient was on program a and couldn¿t switch to program b. The patient had the ability to change amplitude, and it was noted that the screen had only frozen one time, and was not freezing anymore. It was later reported that no diagnostics were performed and no malfunctions were seen. The patient was reprogrammed on the 1st. It was noted that the outcome remained to be seen, but the patient seemed fine. Additional information has been requested, but was not available as of the date of this report.